Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited loss of capture. Further information was requested however, was not provided.